Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. A) is currently available. This document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed major bleeding while hospitalized on (B)(6) 2022. The patient was noted to have anemia, and they were on warfarin and aspirin at the time of the event. The patient had a documented history of lesions that could have led to a bleeding episode. Several blood transfusions were performed. The hospital was contacted for additional information and refused to provide any further information related to the event.